Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported during preparation of a steerable guide catheter (sgc), while de-airing, a leak at the flush port occurred. Troubleshooting was performed but was not successful. Therefore, the sgc was removed and replaced. There was no clinically significant delay in the procedure.